Manufacturer narrative:
H3 : device was evaluated by a third party field service engineer.

Event description:
The manufacturer received information alleging a ventilator's touchscreen was not working. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's lcd display and system board needs to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's touchscreen was not working. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's lcd display and system board needs to be replaced to address the issues. The device's solenoid valve, active exhalation control module and system board were replaced to address the issues.